Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the device has not worked well in controlling symptoms since implant date. They stated it was placed in the wrong spot in spine and therapy has been turned off. Documented reported event. No further action was taken by patient services.